Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 03-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient receiving unknown baclofen ( 2000 mcg/ml at min rate) via an implanted infusion pump. It was reported the patient was having a catheter revision done. It was noted the patient had an overdose scenario occur and the pump was programmed to min rate mode. The rep though the overdose may have been related to a back surgery. The hcp was not going to do a cap dye study but instead was going to cut the catheter midway and wanted to see if csf returned from the it end of the catheter. At the same time run a bolus and to see if drug comes out of the pump end of the catheter. If this is positive the hcp would reconnect the catheter ends. Additional information received from a manufacture representative reported the patient was not receiving adequate therapy it was noted the incident happened at a previous surgery that the rep was not present for. It was noted the catheter issue had been resolved but the overdose occurred at a previous surgery so didn't have further information on resolution on overdose.